Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter alleged that the cs 064 call service alarm occurred while performing the bolus function during the rewind/load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: a review of the pump¿s black box data revealed multiple cs 064 motor errors. The errors were observed to occur during the ¿load¿ sequence. During investigation, a cs 064 motor error was received on each ¿load¿ attempt. The pump was opened and no moisture was observed inside the pump. The motor drive assembly was found to be frozen.